Manufacturer narrative:
A conclusive root cause could not be determined for the deflation issue. Evaluation summary: qa analysis of the device revealed that the unit was returned with thick, wet contrast visible in the inflation lumen and in the balloon. The balloon was loosely folded. The outer member was stretched 5.5cm distal to the guide wire exit notch. The outer diameter of the stretched area was measured and found to be undersized. The outer diameter distal to the stretched area was measured to be within product specification. Using a new indeflator with a 1:1 mixture of 60% renografin and water, the unit was pressurized to 16atm. Due to the thick contrast the unit did not inflate. The unit was left pressurized overnight. The deflation times were then measured with the contrast in the lumen. The times were over 30 seconds and the balloon did not fully deflate. The unit was then left pressurized with water overnight to try and dissolve the contrast. The deflation times were measured again, and the times were still over 30 seconds. This was out of specification. No other damage was noted. Quality engineering review of the event and the analysis noted that during analysis of the unit, a section of the distal outer member was noted to be necked/ stretched with an outer diameter being below specification. The necked/stretched outer member would lead to a slow or no deflation due to decreased annular space between the inner member and outer member (inflation/deflation lumen). It was confirmed that there was no excessive force applied to the catheter prior to the procedure, which may have necked/stretched the outer member shaft. With respect to the manufacturing process, the necking/stretching could have come from outer member processing or catheter handling during the manufacturing process; however, the exact root cause is unknown. Currently, all units are visually inspected with an unaided eye for kinks and damage. After the visual inspection is performed, all units are inflated and deflated to inspect for leaks. Also, prior to all units being coiled, the operator is to slide each unit between gloved fingers to inspect for any shaft damage. As a part of a corrective action, the production operators at the neck outer member midshaft and neck midshaft joint operations were notified of this anomaly along with the production lead and quality team on october 6, 2004. Several inspection points are in place to prevent this type of occurrence, in addition, the line is audited for this anomaly and units are inspected by quality control auditor's. Currently, these operations inspect for outer member shaft outer diameter and damage to the shaft; however, the documents will be updated with a picture of the stretched shaft as an example to look for. This is the first return for this type of anomaly and the first occurrence on the production line: therefore, no other corrective action will be initiated. This MDR is considered closed by the qa department.

Event description:
It was reported that the voyager was being used to pre-dilate a lesion in the om. There was very little tortuousity and no calcification. Using a 6f guiding catheter and another company's guide wire, the catheter was delivered to the lesion without issue. The catheter was pressurized to approximately 10atm and the balloon inflated, although there was a slight delay noted. When an attempt was made to deflate the balloon, the balloon would not deflate, and the catheter was removed with the balloon still inflated. The vessel was fairly large, a 3.0, and the balloon could be withdrawn without any injury to the patient.